Event description:
It was reported that the patient felt less stimulation and stimulation in a different area following a fall. Impedance values indicated possible lead damage (break). The neurostimulator, lead, and extension were explanted and replaced. It was noted that the patient incurred no injury and recovered without sequela.

Manufacturer narrative:
(B)(4).

Event description:
Additional information showed that, prior to the system replacement, out of range impedance values were seen. A lead break was discovered.

Manufacturer narrative:
Analysis of the implantable pulse generator (ipg) found no significant anomalies. Output was tested at the cut end of the extension. Good, stable output was observed on each electrode pair on an oscilloscope the ipg was functionally ok. Analysis of the lead found broken conductors at the proximal end of the lead. The #0 conductor wire was broken at the proximal end under the #0 connector sleeve. Continuity was acceptable on the distal segment of the lead. There was a short across the #3 and #4 electrodes, dry conditions, due to overstress/damage 25 cm from the distal end. Analysis of the extension found no significant anomalies. Output was tested at the cut end of the extension and good stable output was observed on each electrode pair. The distal segment of the extension had the #0 circuit open due to a broken conductor wire on the proximal segment of the lead. Once the segment was disconnected, continuity was acceptable on all circuits. There were no shorts the extension was ok, but cut through. This was suspected explant damage.